Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse did electrical and mechanical adjustment made to correct reported problem. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer moved the vision side cart (vsc) but then the touchscreen powered off. The customer checked and verified the blue fiber cable connections. The technical support engineer (tse) inquired with the customer that the screens on the vsc were completely off, the customer noted that the hub screen was still on. The customer opted to swap out the vsc and skip any further troubleshooting. The procedure was aborted to another da vinci system with no reported injury.